Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose. Customer's blood glucose was 296 mg/dl. Customer treated with injection pens. Troubleshooting was done. Customer's blood glucose at the time of hospitalization was 490 mg/dl something. The cause of hospitalization was diabetes ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Cannula was kinked. No further information provided.